Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: perfusionist. G4: PMA/510(k): k130280. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record of the actual product. No other similar report of the product with the involved product code/lot number was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that leakage at the outlet of the oxygenator occurred during priming. The event occurred pre-treatment; therefore, no patient was involved. The procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Investigation of the actual sample: visual inspection of the actual sample found no anomaly such as a breakage was found. Leak test of the actual sample: the actual sample was installed into a circuit consisting of tubes, and the colored saline solution was circulated through the actual sample at a flow rate of 1.5 l/min. No leakage was found. The blood channel of actual sample was filled with colored saline solution, the blood outlet side was blocked, and a pressure of 2 kgf/cm2 was applied to the blood channel from the blood inlet side. No leakage was found. No anomaly was found in the manufacturing record and the shipping inspection record of the actual sample. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no leakage was found in the actual sample. The issues described could not be confirmed with the returned sample. In ashitaka factory, 100% leak test of this product is performed. Therefore, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir." "Band all connections in the circuit."